Event description:
On (B)(6) 2007, the patient underwent surgery for lumbar stenosis from l2-l4. The procedure included: bilateral l2, l3, and l4 laminectomies for decompression, bilateral l2-3 and l3-4 foraminotomies for nerve root decompression, and placement of allograft, autograft, and bmp for fusion. After decompression and decortication, the patient¿s morselized native bone was rolled in the bmp wafers and placed laterally opposing the lateral aspect of the facet joint toward the transverse processes bilaterally. On (B)(6) 2009, an MRI with and without contrast was performed for the indications of lumbar radiculopathy, low back pain, and canal stenosis. Bmp was noted in the MRI as covering the gaps related to the prior laminectomies. Conclusion of the MRI included: severe degenerative disc disease and degenerative changes of the facet joints at all levels of the lumbar spine associated with the stenosis of the neural foramina bilaterally at l3-l4 compressing the nerve roots, marked narrowing of the disc spaces and hypertrophic changes of the facets and ligament flava at l3 and questionably l2, mild constriction of the spinal at l1-l2 and l3-l4, no disc herniation noted. When compared to the (B)(6) 2009 examination performed prior to surgery, the stenosis of the neural foramina at l3-l4 had worsened and the stenosis of the spinal canal had nearly resolved at l2-l3 and l3-l4. On (B)(6) 2010, the patient underwent medical branch facet joint nerve block bilaterally at t4-5 and t5-6 for the diagnosis of thoracic facet syndrome. On (B)(6) 2010, the patient underwent caudal epidural steroid injection for the diagnosis of postlaminectomy syndrome. On (B)(6) 2011, the patient returned for follow-up on neck and back pain and was seen for the diagnosis of lumbar spinal stenosis. It was noted that the patient had back pain, joint pain and swelling, and muscle stiffness. During physical examination, it was noted that the ¿patient [was] grossly intact. Deep tendon reflexes were difficult to elicit at l4 and s1¿. A lumbar epidural steroid injection was recommended. On (B)(6) 2011, the patient underwent an l5-s1 lumbar epidural steroid injection for the diagnosis of lumbar spinal stenosis. It was noted that the patient presented to the facility for a new series of lumbar epidural steroid injections and that when (pt.) Had undergone injections in the past, the patient described the results as ¿fair¿ for back and bilateral leg pain. (Pt.) Was scheduled to return in two weeks to repeat the procedure. On (B)(6) 2011, a lumbar MRI was performed for the indication of severe spinal stenosis and back pain. Impression of the MRI included: mild lumbar dextroscoliosis, diffuse lumbar degenerative disc disease and facet arthrosis resulting in multilevel neural foraminal narrowing with no significant spinal stenosis, and a questionable small left central disc protrusion at l4-5 with no evidence of focal disc herniation. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.